Event description:
The point of care contact called lifescan (lfs) and alleged that the hosp meter was reading inaccurately high. In 2005, the pt, who was in the intensive care unit, had blood glucose results of 111, 115, 88, 133, and 63 mg/dl. The reporter stated that these results were "typical" for this pt. The following day a blood sample was taken from the pt and the result obtained was 230 mg/dl. The pt was not exhibiting any symptoms at the time of this result. Blood from the same sample was taken to the lab and a blood glucose result of 109 mg/dl was obtained. The pt was given 8 units of regular insulin based on the result of 230 mg/dl. Approximately 6 hours later, they were non-responsive and diaphoretic. Their blood glucose was tested with the same meter and the result was 38 mg/dl. They were given d-50 (glucose) through an IV. According to the reporter, the pt is fine now. The reporter stated that the meter's test strip holder was dirty and they suspected that the test strips were being over-dosed. According to the lifescan test strip literature, over-dosing of test strips can lead to false high blood glucose results. The quality control tests for the month of august have all passed.